Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was implanted with a temporary right ventricular lead. The lead became dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patient was stable.